Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch screen was not responding. It was additionally noted that the device had "static" noise at power up and the computing platform was removed and sent for failure analysis. The device was to be scrapped.

Manufacturer narrative:
Failure analysis was performed on the computing platform (cp). Visual inspection revealed no anomalies. Bench analysis noted audible noise upon power up, however this anomaly disappeared after the device was opened. The touchscreen failure was verified, half of the screen was unresponsive. After swapping out the touch controller printed circuit board assembly (pcba) proper touchscreen operation resulted. After the original touch controller was put back into the device the failure returned. Conclusion: defective touch controller.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer's touch screen was not responding to the stylus or a finger touch. It was further reported that the screen and stylus were not able to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.